Event description:
Facility clinical nurse manager alleged that a pt fell out of a totalcare bed while leaning forward to scratch his back. The account stated that the siderail was up before the alleged fall, and was down after the alleged fall. No report of injury at this time.

Manufacturer narrative:
(B)(4) 2010 - pre email notification was sent (B)(4) 2010. (B)(4) 2010 - (B)(6) needed the swo number for this field investigation. (B)(4) 2010 - (B)(6) stated that (B)(6) clinical nurse manager alleged that a patient fell out of a totalcare bed while leaning forward to scratch his back. The account stated that the siderail was up before the alleged fall, and was down after the alleged fall. No report of injury at this time.